Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and paramedic came as she passed out on (B)(6) 2020. Blood glucose level at the time of the incident was 30 mg/dl and other high blood glucose was 525 mg/dl. Customer stated that sensor was not connecting, after checking the blood glucose 2 to 3 times it asked her to change the sensor and happened for a couple of weeks. Customer stated the sensor feature was off currently. Customer stated the led did not blink on and off for ten seconds. Customer stated that paramedics gave her manual steroid injection as she has addison¿s disease and had also used steroid. Customer¿s blood glucose value before call was 525 mg/dl and took bolus. Customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.